Manufacturer narrative:
The customer evaluated the device. Available details indicate that the device had exhibited symptoms of a failure. The customer was sent a replacement battery to resolve the reported issue. Based on the information available, the cause of the reported problem was a component failure. The reported problem was confirmed. The customer was provided with a replacement battery. It has been concluded that no further action is required at this time.

Event description:
It was reported the device indicated battery replacement was required. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the device indicated battery replacement was required. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model# 861290) and will be reported in the united states under device model# 861290.